Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found blood on the shaft and balloon. There was thick crystallized contrast on the shaft and in the inflation lumen and guide wire. The analysis confirmed the reported inflation issue as the balloon could not be pressurized due to the thick crystallized contrast in the inflation lumen. The catheter was left pressurized for two days; however the contrast was still unable to be dissolved. It is likely that the contrast mix ratio may not have been properly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower inflation times. The reported event is an expected occurrence with minimal to no patient impact per the device risk assessment and there is no evidence to suggest a potential product deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report.

Event description:
It was reported that the balloon did not inflate regardless of pressure settings. No patient effects were reported. No additional information was provided. Returned device analysis revealed that the balloon had relaxed folds indicating the balloon had partial inflation.